Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received power error and replace battery alarm. The customer¿s blood glucose level was 330 mg/dl at the time of the incident. It also stated that insulin pump was off and was not delivering insulin while sleeping and customer woke up high. The insulin pump will not be returned for analysis.